Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a skin irritation underneath the therapy electrode pads on his back and chest. The patient reported that he already notified his doctor and was prescribed a cream for the rash and it was improving. There were no allegations of a device malfunction contributing to the irritation.